Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case, a cracked keypad overlay, a pillowing keypad overlay and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. Device passed the displacement test, active current measurement and self test. However, device failed the sleep current measurement due to a problem isolated to electrical board.